Manufacturer narrative:
Additional narrative: no patient information is available for reporting. Added adverse event ¿ maude report initially reported product problem. This event represents both. Event date: unknown. Additional product codes for this report include: hty, jdw, and hwc. Date of original implant procedure is unknown. Date of explant procedure is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. It is unknown if the complainant part will be returned for manufacturer review/investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (B)(4) was submitted to the complaint handling unit on (B)(4) 2015. It was reported that an 8-hole 4.5 millimeter locking compression plate condylar plate had to be explanted after breaking. The fracture was noted to be a non-union after approximately one year and eleven months of implantation. This report is 1 of 1 for (B)(4).